Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 451 mg/dl. Customer stated the insulin pump alarmed no delivery, when the infusion set was removed the cannula was bent. The customer stated has issues with the insertion device believes it not working properly and it may have caused the bent cannula. The customer declined to troubleshoot stated does not feel ok. Advise customer to change entire set, reservoir and insulin and treat per health care professional's instructions. The customer will return the infusion set and insertion device.